Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventative maintenance by getinge field service engineer, the cardiosave intra-aortic balloon pump (iabp) unit has a broken fiber optic connection. There was no patient involvement.

Manufacturer narrative:
The getinge field service engineer (fse) that encountered the reported issue during the preventative maintenance (pm) replaced the fiber optic sensor extension, cable assembly to fix the issue and performed a full functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The pm was completed and the iabp was then released and cleared for clinical service. The failure analysis and testing dept. Received the defective part with a reported unit failure of a broken fiber optic. The failure analysis and testing dept. Performed visual inspection of the part received cable assembly, fiber optic sensor extension, and observed that this part is broken. Due to this damage . This part cannot be investigated any further by the fat department. The failure analysis and testing department verified the broken fiber optic connector extension. Retained the parts in the fat dept. Per procedure. The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined.

Event description:
N/a.